Event description:
It was reported that the nurse heard change in breathing of the patient and upon investigation found the patient to be profusely bleeding. An arrest call was put out. The ventricular assist device (vad) line was disconnected around the abdominal area and was reconnected at the time, yet difficult to assess the exact location of disconnection. There was a possible disconnection at the cannula or at the changeout connector. The patient passed away the following day. Regulatory reference report MFR # 3003306248-2023-05080; 3003306248-2023-05081.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the tubing used was not an abbott product.